Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a sudden onset of atrial tachycardia with variable conduction that may have been overdetected inappropriately as ventricular tachycardia by the device. The device is still in use. No patient complications have been reported as a result of this event.